Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was balloon withdrawal difficulty. The physician treated a 98% occluded long lesion located I n the left anterior descending (lad) coronary artery using a 2.75x24mm taxus express2 drug eluting stent. After deploying the taxus express2 stent at 10 atm for approx 10 secs, the balloon was deflated and appeared to be caught in the stent, not enabling withdrawal. After approx 30 secs of pushing and pulling the deflated balloon, it finally came free and "popped" out and released from the stent. The pt suffered no complications and is said to be recovering well post procedure.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.